Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation procedure with farawave catheter to treat a non-atrial fibrillation (a fib), the patient experienced atrial fibrillation due to a worsening of pre-existing condition 195 days post procedure. Electrical cardioversion was then performed in response to the event. The patient's condition is ongoing. The device is not expected to be returned for analysis as it has been disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation procedure with farawave catheter to treat a non-atrial fibrillation (a fib), the patient experienced atrial fibrillation due to a worsening of pre-existing condition 195 days post procedure. Electrical cardioversion was then performed in response to the event. The patient was able to recover from the event. The device is not expected to be returned for analysis as it has been disposed.